Event description:
Reportedly, the instrument was fired as usual, did not feel usual "resistance", cut along instrument edge, when opened, could see staples had not come out. Sutured by hand. No pt injury. Procedure: anterior resection.